Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was over delivered during infusion. About 3 hours after connection, it displayed a resvol empty alert, and the reservoir appeared empty. The programmed infusion rate for 5-fu (fluorouracil) was 3 ml/hour, with the delivered volume unknown and 0 ml remaining. It could not be confirmed whether the total volume to be infused (tvbi) was programmed correctly. The medication label indicated 5-fu, 100 ml. The patient went to the emergency department for evaluation. The event occurred during use at the patient's home. There was a patient involvement and there were no additional adverse consequences.